Event description:
It was reported that the patient presented for lead revision. Interrogation prior to the procedure noted that the right ventricular (rv) lead was oversensing noise that was resulting in pacing inhibition. The rv lead was explanted, and new lead was implanted. The patient was in stable condition.